Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and a haptic tore off as the lens was inserted into the eye. The incision was enlarged slightly to remove the lens and sutures closed the wound. Another same model lens was successfully implanted.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that one haptic was torn complete off and missing. Additionally, pieces of the optic were missing and there was evidence of clear surgical residue. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.